Event description:
It was reported that the pump was implanted in 1997 in the abdomen of a female pt. The pump was explanted on 10/28/98 when the pt developed a gram negative infection. There were no reported complications.